Manufacturer narrative:
C-1194 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as the result of a retrospective review. Additional information, including device details and the return of the device was requested in order to progress with this investigation, however, not all were provided, therefore, there was only limited information available for the investigation. The appropriate device details were not received, therefore the relevant device manufacturing records for the reported device could not be identified or reviewed. The reported instrument was not returned to corin (B)(4) for examination, thus a root cause for the reported failure could not be identified. Based on this, corin now considers this case closed, however, should any new information come to light this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Trinity ceramic/metal liner extractor could not remove the ceramic liner from the shell. The surgeon had to fracture the liner in order to remove it.